Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sebaceous cyst removal. Concurrent conditions included ovarian cyst, abdominal pain, right lower quadrant pain, fatigue and pilonidal sinus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), incontinence ("incontinence"), adhesion ("adhesion"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), hirsutism ("hair growth on chin"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, incontinence, adhesion, depression, anxiety, dysmenorrhoea, hirsutism and fatigue outcome was unknown. The reporter considered abdominal distension, adhesion, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hirsutism, incontinence, pelvic pain and weight increased to be related to essure. The reporter commented: there were 2 coils protruding into the intrauterine cavity. The same was done with the left tube with 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion of the fallopian tubes; on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion she had a normal ultrasound and CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Events added: hair growth on chin, fatigue, bloating. Historical conditions, concomitant disease, and lab data was added. Fu 2 and 3 processed together. On 18-sep-2018: fu 2 and 3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, abdominal pain, right lower quadrant pain and fatigue. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), incontinence ("incontinence"), adhesion ("adhesion"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, incontinence, adhesion, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered adhesion, anxiety, depression, dysmenorrhoea, genital haemorrhage, incontinence, pelvic pain and weight increased to be related to essure. The reporter commented: there were 2 coils protruding into the intrauterine cavity. The same was done with the left tube with 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral occlusion of the fallopian tubes she had a normal ultrasound and CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Event per pfs: dysmenorrhea was added as event. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), incontinence ("incontinence"), adhesion ("adhesion"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, incontinence, adhesion, depression and anxiety outcome was unknown. The reporter considered adhesion, anxiety, depression, genital haemorrhage, incontinence, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.